Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. The device was returned in the left curve knob position, however, the tip was not curved but in the straight position. Both ring1 and ring 2 seals were compromised; there was body fluid on the edges of the rings. Dried body fluid was present on the seal between the tip and shaft and on the mes. There was a kink located approximately 1.4cm from the distal tip between the ring1 and ring2. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template/fixture. The left curve failed to reach the specified template area; the tip did not bend to the left. The right curve test passed. X-rays showed evidence of guide coil collapse in the proximal shaft approximately 44cm from the distal tip. A bent center support was also noted on the x-rays. The distal section was dissected. There was a small amount of body fluid under r1. The kevlar wrap was displaced and the center support is bent. Dissection showed one steering wire was detached from the center support. There was sign of a typical solder connection between the center support and detached steering wire. The detached steering wire had retracted under the kevlar wrap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4)

Event description:
Reportable based on device analysis completed on 18sep2017. It was reported that the steering mechanism broke. During an ablation procedure with an intellatip mifi xp ablation catheter, the catheter steering mechanism broke at the end of case. The physician was not able to steer the catheter to the neutral position. The procedure was completed with the same device; it did not affect the case and there were no patient complications. There were no problems with the patient's outcome. Device analysis revealed that both ring 1 and ring 2 seals were compromised; there was body fluid on the edges of the rings. Dried body fluid was present on the seal between the tip and shaft and on the mini electrodes (mes). The distal section was dissected and a small amount of body fluid was under r1. .